Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and over delivery. Customer's blood glucose level was 57 mg/dl. Customer was treated with the glucose tablets. Troubleshooting was not done for the low blood glucose. The insulin pump will be returned for analysis.